Manufacturer narrative:
Ortho clinical diagnostics (ocd) could not peform additional testing on this lot as the product was expired prior to receiving the complaint. A review of the batch record confirmed the product met all release specs prior to release.